Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the ise buffer valves, part number c18717, to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.

Event description:
The customer reported that the au5800 clinical chemistry analyzer generated erroneously high ise (ion selective electrolyte) results on multiple patient samples. The erroneous patient results were not released from the laboratory. There was no change to patient treatment associated to this event. Quality control was within the laboratory¿s established ranges prior to event.